Manufacturer narrative:
Combination product: yes, upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for approximately 88 months and 47 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular and farfield channels. The presence of noise in the right ventricular channel led to episodes detection with shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through 41 and 58.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the rv shock coil and fixation helix were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate shocks.

Manufacturer narrative:
Combination product: yes.